Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported the touch screen has to be constantly re-calibrated. The customer reported patient involvement with no harm to the patient.